Event description:
Pt had mentor ob-tape sling. Presented with necrotizing fascitis and thigh abscess 2 mos after implant. Had 3 debridement/drainages. Sling found to be extruded through vaginal wall and removed.